Event description:
It was reported that during a laparoscopic cholecystectomy, the screw that holds the jaws of this forceps together fell out, and the operating staff was unable to locate the screw. The surgeon ordered an x-ray of the surgical site, which did not detect the screw. The procedure was completed with an alternate device, and there was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: to date, the instrument has not been received for evaluation. A follow-up report will be sent upon completion of an investigation. This is a reusable instrument. The instructions for use documentation recommends the following care, and maintenance practices should be observed to insure the endoscopic instrument's full value and potential: prior to use, always inspect the instrument for proper function. Inspect for broken, cracked or worn parts. Always use surgical instruments for their intended purpose. Avoid mechanical shock or over stressing the instrument, which may shorten the life of the instrument. After rinsing, the instrument should be cleaned using a neutral ph detergent. A soft scrub brush should also be used to clean the instrument, paying meticulous attention to the jaws. Do not use detergents with high acidic or high alkaline content.